Event description:
The customer reported intermittent erroneous high ise(ion selective electrode) patient results for sodium (na), potassium (k) and chloride (cl) generated on five (5) patient samples involving the au5800 analyzer. Repeat results recovered normal. The customer indicated quality control (qc) results were close to targets. The erroneous results were not reported out of laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics. The customer provided patient data for five (5) patient samples.